Event description:
It was reported that the "left ventricular (lv) lead was abandoned due to heart failure improvement and diaphragmatic stimulation at minimal outputs in all three configurations". No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.